Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the high memory usage in the server. A technical support specialist identified the issue and rebooted the server in order to rectify the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system failed to run reports. The user confirmed that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this event.